Event description:
Consumer claims unit smells like plastic burning, has a hole, and is melting. No injuries were reported with this incident.

Manufacturer narrative:
Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.